Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm and did not know the reason why this occurred. During troubleshooting with tandem technical support (cts), the customer had not interact with the pump past 14 hours and the auto off alarm was set for 14 hours. Cts educated about the auto off alarm safety feature and the customer acknowledged. The customer's blood glucose levels were not impacted.